Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath and carrier tube separated during full rear-locking due to off-axis loading, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device came out and the lock was defective. When the device was withdrawn after deployment of the anchor, the angio-seal device fully came out of the insertion sheath as the anchor did not position against the vessel wall. Manual compression was applied to achieve hemostasis and successfully achieved. The blood loss was less than 250cc's. The reported event did not result in patient injury or surgical intervention. No equipment or other devices were used with the angio-seal. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm.